Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. Due to the age of the ventilator, the user facility declined repair due to total cost. The ventilator will be scrapped. No investigation has been possible, therefore the root cause of the reported failed pressure transducer test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).